Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient experienced strong stimulation pain to the lower left extremity after they turned on the implantable neurostimulator (ins) when they got home after the implant procedure. The issue was reported to one of the patient¿s physicians (a fellow) on (B)(6) 2017 and troubleshooting was performed over the phone with the patient on the same day to make sure the stimulation was turned off and the amplitudes turned down to zero. The patient was then seen in the doctor¿s office on (B)(6) 2017 to evaluate their status. At that time the ins was interrogated and it was confirmed to be off with all amplitudes turned down to zero. The patient still had pain present with the stimulation off. During the evaluation the patient stated that they had used their ¿old programmer¿ to turn the stimulation on. It was noted the old programmer was not compatible with their new ins. At that time the ins was ruled out as a cause of the new onset of the lower left extremity pain. The exact cause of the pain had not been discovered. The plan for the patient was to use the stimulation to cover the lower left extremity pain to see if it could be alleviated. The patient was to be seen by their doctor on (B)(6) 2017 for follow up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported they had their ins replaced and in post-operative care they turned on their stimulation and felt a sudden strong stimulation sensation that went down their legs. They turned the stimulation off but could still feel the strong sensation. Troubleshooting could not be performed at the time of the report due to lack of access to the product. The manufacturer representative stated they would follow up with the doctor for additional information.